Event description:
It was reported, the customer had multiple cartridges that were cracked. Customer had elevated blood glucose levels.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.